Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address right hip pain. In addressing complaint many cultures of tissue and fluids were taken to evaluate for infection or elevated metal ion levels. Updated 29 jan 2018: asr litigation record received. Litigation alleges injury, pain, disability, physical impairment, emotional distress and mental anguish. It was also indicated that the patient was injured by excessive levels of chromium and cobalt after the blood was drawn.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address increasing pain and elevated metal ion levels. Revision note reported, synovitis was encountered, the hip fluid was not completely clear, but was not typical dark metallosis either. There was black residue at the trunnion consistent with trunnionosis. The femoral component and acetabulum was found to be well fixed.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.